Manufacturer narrative:
This MDR is for the 2nd of 4 devices received under starion instruments internal document pcr 09-05-08c. Can not confirm if submitted earlier under MDR 2954339-2010-00003 so is being submitted as initial based on FDA communications that it should have been submitted earlier. Conclusion: the location of the boot tears, foreign contamination and damage to the heat spreaders for devices s/n (B)(4), #3 and #4 are believed to be caused from interaction with another surgical instrument or user abuse. A device with a similar boot tear (i.e. Not at distal tip) was also seen in the product comment report (pcr) for complaint (B)(4) by the same doctor in which the damage was attributed to interaction with another device. The distal portion of the silicone boot for device #2 was not present. Boot tearing at the distal tip has been observed in thermaseal tlh, lavh and lap bso procedures and has been determined to result from the operational technique specific to these types of cases. (B)(4).

Event description:
Surgeon went through 4 thermaseal device units when performing a tlh procedure. According to reporter, the silicone boots were lifting and fragmenting. Report is on 2nd device.